Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, the patient experienced angina. The 3.0x12mm, 70% stenosed target lesion was located in the right coronary artery (rca). The lesion was pre-dilated and the 3.0x16mm taxus express² stent was implanted resulting in 10% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, 1500 days post index procedure; the subject presented with complaints of chest pain with minimal exertion. The subject was diagnosed with unstable angina and was hospitalized on same day. Angiography revealed mild diffuse irregularities proximal to the stent and 50-60% hazy area. Post procedure angiography review revealed 15.6% stenosis of study stent in mid rca (cass site #2) with isr stenosis pattern 0, thrombus absent. The proximal rca (cass site #1) was treated with placement of 3.00 x 18 mm non-bsc drug eluting stent. The following day the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).